Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2016 was 360 mg/dl with rapid, deep breathing, shortness of breath, and symptoms of dehydration. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that the cartridge o-ring had leaked. This complaint is not being reported because the reported health event was attributed to a device malfunction.

Manufacturer narrative:
Follow-up #1 date of submission 10/06/2016-device evaluation: the cartridge has been returned and was evaluated by product analysis on 09/09/2016 with the following findings: six cartridges were returned to animas: one (1) opened cartridge and 5 unopened. A visual inspection of the cartridge was performed. No damage or defects were noted. The cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. A cartridge force test was completed on the opened cartridge and 1 unopened cartridge; all cartridge force measurements were found to be within required specifications. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.